Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. Only small fragments of one anchor were received. Visual observation of the returned broken pieces of the device indicates that the threads on the screw are stressed, indicating that the anchor has been used, and that it is a possibility that it was caused during insertion or removal. This complaint can be confirmed. However, we cannot discern a root cause for this failure with the returned fragment of the anchor. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that during a btb acl repair that two of the customer's milagro advance screws, 7 x 23mm broke upon insertion. The tip of the implant broke the first time and was fully removed. The second one broke midway up the screw and was also fully removed. The surgeon completed the procedure with a competitors implant in the same bone hole with no patient consequences. There was a 20 minute delay in the procedure. The sales rep reported that the bone quality was hard and that the surgeon had prepared the bone hole by notching and tapping. Please see also medwatch report 1221934-2018-54630.